Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the trocar was sliding out on the vasoview hemopro 2 and the balloon was not staying inflated. The same device was used to complete the procedure without having to blow it up. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).